Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6: product code: 03.037.030 lot: 9357963, manufacturing site: haegendorf, release to warehouse date: february 24, 2015. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Visual inspection: the helical blade/screw extractor was received at us customer quality (cq). Upon visual inspection, it was observed that the distal tip of the device was broken and the broken part was not returned. No other issues were identified with the returned device. Dimensional inspection: the dimensional inspection was performed on the returned device. The outer diameter of the shaft was measured to be 4.98 mm. This is within the specification per the drawing. Document/specification review: the current and manufacturing drawing(s) were reviewed: extraction instrument for head element, shaft for extraction instrument. Conclusion: the overall complaint condition was not confirmed for the received device, however, the distal tip of the device was found to be broken. There is no indication that a design or manufacturing issue contributed to the complaint. While no definitive root cause could be determined it is possible that the device encountered unintended forces during its use. No new malfunctions were observed during this investigation. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The issue was discovered during sterilization and assembly.

Manufacturer narrative:
Product complaint #: (B)(4). Additional narrative: part returned. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. A review of the device history records has been requested and is currently pending completion. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on unknown date, they were unable to use the helical blade/screw extractor properly. Threads completely worn and not able to engage. It is unknown how the issue was discovered. There was no patient involvement. This complaint involves one (1) device. This report is for one (1) helical blade/screw extractor. This report is 1 of 1 for (B)(4).